Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error on the display. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information received. D4: serial number, and h4 updated. One device was received for evaluation. Visual inspection found no damage. A battery depleted alarm and error 1310 was found in the device¿s event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was the user did not use the battery with it inserted for a long period of time. Preventively the back up capacitor was replaced, and the software was re-installed. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9 - date returned to mfg: 1/5/2024